Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: idrive was not able to complete a 60 mm black reload firing. An ultra endo gia handle was opened and used to complete the case. The buttress material used is seamguard.